Manufacturer narrative:
The bucky walls stand was not yet fixed to the floor when the incident occurred. According to the installation documents, the stand must be secured with four anchor bolts before any other work is performed. Only trained siemens personnel must perform this installation. This report was submitted on 07/17/2015.

Event description:
A siemens representative reported that when he arrived to the medical facility to check on installation process of the luminos agile max unit, he noticed some deep gouges in the drywall behind the bucky wall stand. Upon a closer inspection severe damage was found to the front on the bucky. According to the facility's electrician, he knocked the bucky over trying to install the electrical cover on the wall for the wiring feed to the bucky at the base stand. There are no injuries attributed to this event.